Event description:
It was reported the pt experienced difficulty charging his ipg. The scs charging system was interrogated and the indicator lights observed suggest the ipg had been implanted for at least 7 years. In addition, the communication error was observed on the pt programmer. The pt had a revision for an unrelated issue on (B)(6) 2014 and had not recharged or received stimulation since then. Pt denies that he has had an MRI. There were no machines in the vicinity that could have caused any interference. Surgical intervention is pending to address this issues.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.